Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens. The complaint was verified by visual and functional inspection. The cause of the device issue was malfunctioning dso sensor, replaced the dso sensor to correct the reported problem. Repair summary: replaced dso sensor, lcd lens, dso seal, rear label, overlay label, keypad, side label. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an occlusion alarm. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.